Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to explant the scs system. A sjm representative was not present at the time of surgery. Issue has been resolved with explant.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing the urge to urinate and interference with bowel function when stimulation is turned on. Surgical intervention may be pending to address this issue.

Event description:
Follow up information identified the patient underwent surgical intervention to explant the scs system, however date is unknown. The physician did not advise if he believes the issue is related to the scs system at this time.